Event description:
It was reported that the system, which was implanted yesterday, had an inappropriate shock due to oversensing of air bubble noise. Technical services reviewed and discussed some programming options. There were no additional adverse patient effects. The system remains implanted.